Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s caregiver observed wetness and leaking near the connector of the infusion set while using the ilet pump. The caregiver indicated he twists the connector on the flexible tubing first and then attaches it to the cartridge, and a full supply change was performed with insulin delivery resumed, consistent with a fluid leak associated with the connector/coupler component. There were no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed evidence consistent with a leakage at a seal area, aligning with a fluid leak at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.